Manufacturer narrative:
(B)(4). Device evaluation: the display head assembly was returned for evaluation. Visual inspection of the display head assembly was performed and no abnormalities were noted. The display head assembly in question was installed onto a known good intra-aortic balloon pump (autocat2w) and functional testing was performed. The display head assembly failed functional testing. The pump displayed a blank screen when powered on. Visual inspection of the display head assembly internal hardware was performed and noted the cables, front cover and back cover were discolored. Several components and via holes on the keypad assembly were noted to be corroded; also, burnt components (c8 and t2) were noted on the inverter board of the lcd module. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "blank screen" is confirmed. The reported problem was reproduced during the functional test. Corrosion and burnt components were found inside the display head assembly and that caused the reported complaint. Other remarks: this is the third finding of this type of problem; this complaint type will be carefully monitored for any developing trends. This display head assembly will be sent out to analytical lab to find the root cause of the corrosion. Per analytical answers test result: the corrosion products found the solder pads are oxides. The most likely cause of the corrosion is exposure to chlorine (chloride) containing substance in either gas (more probable) or liquid form. Traces of chlorine were found in five of nine areas examined. The cause of the gas or liquid radiation that resulted in corrosion is undetermined.

Event description:
It was reported that while in the cardiology department the intra-aortic balloon (iab) was inserted via the patient's left femoral artery sheathless. The patient received intra-aortic balloon pump (iabp) therapy for 35 hours when the screen (console) image was lost. The pump ran well so the patient still received treatment using the pump. The md called the engineer. The engineer took another screen to the hospital and replaced the defective screen. There was no reported patient death, injury, or complications. Medical / surgical intervention was not required. The patient outcome is listed as fine.

Manufacturer narrative:
(B)(4). Device evaluation: the display head assembly was returned for evaluation. Visual inspection of the display head assembly was performed and no abnormalities were noted. The display head assembly in question was installed onto a known good intra-aortic balloon pump (autocat2w) and functional testing was performed. The display head assembly failed functional testing. The pump displayed a blank screen when powered on. Visual inspection of the display head assembly internal hardware was performed and noted the cables, front cover and back cover were discolored. Several components and via holes on the keypad assembly were noted to be corroded; also, burnt components (c8 and t2) were noted on the inverter board of the lcd module. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "blank screen" is confirmed. The reported problem was reproduced during the functional test. Corrosion and burnt components were found inside the display head assembly and that caused the reported complaint. See other remarks section for continuation. Other remarks: this is the third finding of this type of problem; this complaint type will be carefully monitored for any developing trends. This display head assembly will be sent out to analytical lab to find the root cause of the corrosion.

Event description:
It was reported that while in the cardiology department the intra-aortic balloon (iab) was inserted via the patient's left femoral artery sheathless. The patient received intra-aortic balloon pump (iabp) therapy for 35 hours when the screen (console) image was lost. The pump ran well so the patient still received treatment using the pump. The md called the engineer. The engineer took another screen to the hospital and replaced the defective screen. There was no reported patient death, injury, or complications. Medical / surgical intervention was not required. The patient outcome is listed as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cardiology department the intra-aortic balloon (iab) was inserted via the patient's left femoral artery sheathless. The patient received intra-aortic balloon pump (iabp) therapy for 35 hours when the screen (console) image was lost. The pump ran well so the patient still received treatment using the pump. The md called the engineer. The engineer took another screen to the hospital and replaced the defective screen. There was no reported patient death, injury, or complications. Medical / surgical intervention was not required. The patient outcome is listed as fine.